Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, improper surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 03/25/2025, it was reported by a sales representative via email that an ar-3642sp knotless 2.6 fibertak double loaded w/ #2 kl repair sutures was implanted, and somehow, the two repair stitches were passed through each other. The surgeon tried to separate them with a grasper, but the sutures ended up shredding. They attempted to implant another ar-3642sp knotless 2.6 fibertak double loaded w/ #2 kl repair sutures, but when attempting to tie the knots, the anchor pulled out. The case was completed successfully using an ar-1927bcf-3 biocomposite corkscrew ft suture anchor instead. This was discovered during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.